Manufacturer narrative:
Concomitant medical product: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead triggered alerts for undefined high impedance. The svc coil was programmed off. No patient complications have been reported as a result of this event.